Manufacturer narrative:
Date sent: 12/15/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy procedure, the device was used for the arteria renalis and the distal staples of one side were not deployed. Around 100cc bled and additional suturing was performed. There were no adverse consequences to the patient.